Event description:
Device malfunction: premature deployment. Time of device malfunction: during the procedure. Symptoms/ae: stent implanted in unintended site. It was reported that during a stenting procedure in the external iliac artery, an absolute stent delivery system (sds) met resistance during advancement over the guide wire and the handle was inadvertently unlocked. During removal of the undeployed stent and the sds, the stent became unsheathed and deployed in an unintended site proximal to the target lesion. The stent was post dilatated and a non-abbott stent was used to complete the procedure. There was no adverse pt sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(Off label vascular use/handle inadvertently unlocked). Evaluation summary: the customer reported the device was discarded. Without device examination, a root cause for the reported resistance could not be determined based on the described event. However, advancement over the guide wire can be affected by a sticky guide wire (blood/contrast), a damaged guide wire lumen, a kinked shaft or tight tortuosity. The device instructions for use states "should unusual resistance be felt at any time during stricture access or delivery system removal, the introducer sheath/guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components," and "do no unlock the handle prior to positioning the stent at the intended location. Failure to follow this instruction could lead to deployment of the stent at an unintended location." The absolute .035 self expanding stent system is intended for palliation of malignant strictures in the biliary tree. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.